Manufacturer narrative:
Hydraulic sub-assembly hoses.

Event description:
It was reported by service report that the hydraulic fluid is leaking. It is unk if there was pt involvement or if there are adverse consequences to report.